Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose level at the time of incident was 575mg/dl. The customer states their levels had risen to 600mg/dl. The customer states they have been treating with manual injections. The customer's most current level was 589mg/dl. Troubleshoot was conducted, and the drive support cap was noted to be flushed. The customer was advised that the device would have to be replaced and returned for analysis.